Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent a surgery on the distal radius. During the surgery, the locking screw could not be inserted at the plate shaft. Since the tip of the tap was short or tapping cut was not so good, the screw was inserted by using a power tool. However, the insertion speed was too fast and the screw was inserted too much. Thus, the screw was embedded beyond the locking part. The screw in was removed, and the surgeon decided not to use the involved plate hole due to a possible further removal problem. Additionally, the plate could not be locked with the variable angle locking screws at the distal end. The surgeon could not lock the plate by using the screw. The surgeon used another screw and changed the screw insertion angle, the plate could not be locked with the second screw either. The surgeon decided not to use the involved plate hole due to a possible implant back-out. The procedure was completed successfully using the same plate. The surgery was extended for 30 minutes. No adverse consequence to the patient was reported. Concomitant reported devices: tap (part# unknown, lot# unknown, quantity 1), power tool (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown plate. This is report 3 of 3 for (B)(4).